Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault sf197 and found a single occurrence of system fault sf101 indicating an incorrect outlet pressure measurement. Internal inspection found contamination throughout the device. The evaluation determined that the device faults were most likely due to contamination of the pneumatic block. The pneumatic block was replaced to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating a stuck outlet flow sensor. There was no patient injury reported as a result of this incident.